Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: catheter; product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: catheter; product ID: 8784, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 01-apr-2015, UDI#: (B)(4); product ID: 8781, serial/lot #: (B)(4), ubd: 14-jan-2016, UDI#: (B)(4); product ID: 8784, serial/lot #: (B)(4), ubd: 10-jan-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving dilaudid, 2 mg/ml concentration at 0.2 mg/day dose and bupivacaine, 7 mg/ml concentration at 0.7 mg/day dose via intrathecal drug delivery pump for unknown indication for use. It was reported that catheter was coiled in the pump pocket. The pump had flipped repeatedly per the hcp. The catheter had completely pulled out of the intrathecal space. Any environmental/external/patient factors that may have led or contributed to the issue were patient would "fiddle" with pump and by doing this the pump flipped per the hcp. Per the hcp, a dye study was attempted months ago but couldn't be completed because of inability to pull any drug or cerebrospinal fluid (csf) from the catheter access port (cap). Pump was put into minimum rate. Patient was managed with oral medications. Replacement of catheter occurred. The hcp moved pump from abdomen to back. The explanted devices would be returned. No further complications were reported.

Manufacturer narrative:
The catheter (sn: (B)(4) was returned, and analysis found significant twisting that may have affected infusion and observed a kink in the catheter body. The catheter (sn: (B)(4) was returned, and analysis found significant twisting that may have affected infusion and observed a kink in the catheter body. If information is provided in the future, a supplemental report will be issued.